Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia on (B)(6) 2020 in the morning. It was reported that the customer had low blood glucose levels of 2.0 mmol/l to 2.7 mmol/l at the time of admission. It was reported that the customer was treated with injection of glucagon. It was reported that the customer had coma due to low blood glucose levels that happened three weeks ago. It was reported that the reason of hospitalization was coma. The customer reported other additional blood glucose levels which were 2.5 mmol/l, 2.7 mmol/l , 18.7 mmol/l, 4.6 mmol/l, 4.1 mmo/l. It was reported that the customer was using the insulin pump system with in forty eight hours of reported incident. Troubleshooting was performed. Based on customer report customer does not allege pump was over delivering. Product is not expected to return for analysis.